Event description:
I had a total hip replacement on (B)(6) 2011. I received the stryker abg ii modular #4, 130 short neck with a 2.5, 36, v 40 biolox delta ceramic head. Prior to surgery, I had groin, butt, and thigh pain which returned shortly after surgery. Pain increases with walking and weight bearing. Stairs and even turning over in bed are difficult. Pain is localized to right groin and right side of butt that radiates down the thigh. I had a hip revision on (B)(6) 2012 to remove the recalled parts. After surgery I utilized a walker because I was only 50% weight bearing for six weeks. Then I started physical therapy six weeks after surgery and progression is slow. Reason for use: device 1 and 2 - advanced right hip arthritis.